Manufacturer narrative:
The device was received for analysis. Prior to the analysis, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps had been performed accordingly. The device could be properly interrogated. Upon incoming interrogation the battery status was -ok-. The memory content documented a normal and expected current consumption. However, fluctuations of the battery voltage were noted. The device was then opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. Next, the battery was disconnected from the electronic module. The current consumption of the electronic module was tested and proved to be normal and expected. No deviations were noted. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no abnormalities. The battery was opened for destructive analysis. During the inspection of the inner assembly of the battery, no anomalies were observed which might have led to an internal self-depletion. There was no indication of a defective battery. Despite the thorough analysis, the root cause of the clinical observation was not determinable. Based on the analysis results, it cannot be excluded that the fluctuations of the battery voltage resulted from an intermittent increased current consumption of the electronic module. However, this assumption was not reproducible during the analysis. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) contacted (B)(4) because an error message was seen regarding a possible battery error. They requested that the patient be brought in for a device interrogation. A ram dump was collected and sent to manufacturer. At the time the device was being re-positioned for sensing issues, the manufacturer requested the device be explanted and sent back for analysis.